Event description:
On (B) (6) 2009, the sales rep reported that the surgeon was putting the screw in and heard a noise and when the surgeon pulled the driver out it had a crack in the wall of the driver. Add'l info received on 01/16/2009, via telephone from the sales rep. During surgery of level t10 to s1 the surgeon was instrumenting l4-l5, the pt had hard bone, when he was part of the way down with implanting the screw when the surgeon used the fixed handle, when he tried to tighten the rest of the screw down, he heard a loud pop. The sale rep asked to see the driver before he continued with the driver, and the surgeon pulled the driver out. There were two small cracks on the side of the driver wall. The surgeon used the other driver in the kit to finish the case as intended. There was no surgical delay or pt injury reported.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.